Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record: DHR shows no abnormalities related to the reported issue. Failure analysis: evaluation of the xenon lightsource found that the turrent had a burn ring around the wolf port, the power entry module on the back of the unit was worn out, the mirror and mirror holder inside the unit were damaged and the right-side panel was damaged. In addition, the unit failed lamp hard start test when powered on. The turrent, power entry module, mirror and mirror holder, right side panel and lamp have been replaced to correct these issues. Root cause: the returned xenon lightsource was in used condition with damage throughout the unit, including the heat mirror and mirror holder due to rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that while in use, the headlight box of the mlx 300w xenon lightsource (00mlx) started smoking through the front plug-in hole. It was reported that there was a small burn ring present. The box also wouldn't stay on because the back cord area was loose. No patient injury, death or surgical delay was reported.